Event description:
According to the reporter, per additional information received the reload got jammed and would not move. The patient is doing well and is being closely monitored. Surgical time was extended by 30 minutes or more.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, the staple reload closed on tissue and the surgeon had to staple wedge around it to get out. There was a temporary injury due to the whole created in the stomach.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.